Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-15394. The pt has two surgical leads (from the same lot) implanted as part of his scs system. It was reported the pt experienced a shocking sensation on his elbow when he turned his stimulation on. The sjm rep met with the pt and diagnostics indicated invalid impedances. X-rays were taken and showed that one lead (unk which of the two implanted leads) had migrated. Surgical intervention will be taken at a later date of address this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.